Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of inflation and deflation difficulties were unable to be confirmed as no device or imagery were provided for evaluation. The presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the post-dilation with the commander delivery system, it was noted that more force than usual was needed to inflate the balloon." During deflation, the balloon became stuck within the valve despite multiple attempts to fully deflate it. The balloon was subsequently partially deflated using a syringe, after which the delivery system was successfully removed. Additional information received indicated that the degree of calcification in both the annulus and the access vessel was moderate. Additionally, the access vessel diameter near the transition to the aortic bifurcation was reported as 5.6 (mm), which is undersized, as the 16f esheath+ is indicated for vessel diameters > 6.0mm per the IFU. In this case, it was reported "after removal, the devices were tested on the back table and worked fine," suggesting that the issues were related to patient factors. Patient anatomical factors, such as annular calcification, as well as calcified and undersized access vasculature, can constrain the delivery system during deployment, which may temporarily impede the fluid pathway and lead to inflation and deflation difficulties, as reported. While a conclusive root cause was unable to be determined at this time, available information suggests that patient factors (calcification and undersized vessel) may have contributed to the reported inflation and deflation difficulties. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in (B)(6), during a tavr procedure using a 29mm sapien 3 via transfemoral approach, resistance was noted while advancing the commander delivery system through the esheath+. The delivery system exited the esheath tip, and the valve was successfully implanted. However, the implant resulted in a moderate paravalvular leak, prompting a decision to perform post-dilation. During post-dilation, greater than usual force was required to inflate the balloon, and during deflation, the balloon became stuck inside the valve despite multiple attempts to deflate it. Ultimately, partial deflation was achieved using a syringe, allowing removal of the delivery system. Post-procedure testing of the devices on the back table confirmed normal functionality. The patient sustained no injury and remained stable following the procedure.

Manufacturer narrative:
The investigation is ongoing.